Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/26/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing was used in a case and during the surgery, patient's shoulder swelled abnormally. After about 5 days had passed, it was found that his/her pain was under control and symptoms were improving. The surgeon mentioned that the initial pressure setting was too high and that careless operation (an error in inserting the sheath into the joint) may have been the cause. Membrane deflation was also confirmed.

Manufacturer narrative:
One unpackaged ar-6410 main pump tubing was returned for evaluation. Visual evaluation noted no problems with the device. Functional testing was performed with a known good ar-6480 dualwave pump and water to see if the reported failure could be reproduced under normal conditions. The pump was powered on and it was found that the main pump tubing functions as intended. No problem found. The tubing was then connected to the model joint space, it was noted that rollers would stop and the pump would stop flowing fluid when the desired pressure was reached. When the pressure was increased, the pump would respond accordingly and pump fluid until the new desired pressure was reached. This behavior is expected. No problem found. No swelling was observed when testing the ar-6410 main pump tubing with the model joint space. Fixture test: the ar-6410 main pump tubing was tested with a fixture by connecting the colder valve connector syringe to the drip chamber to verify that air was not leaking from the white connector. No air bubbles were observed when the white connector was submerged underwater indicating no problem found with the white connector. No problem found. Refer to investigation photos. Complaint allegation was not confirmed.